Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient presented with preoperative diagnosis with l4-5 hnp and l4-5 and l5-s1 stenosis and underwent l4-s1 laminectomy, left l4-5 diskectomy and interbody graft with rhbmp-2 , l4-s1 pedicle screws and posterior lateral fusion with bmp . Per operative report: ¿¿ interbody graft was then placed from the left at the l4-5 interspace. It was packed with bmp . A 12 mm cage graft was used. Pedicle screws were then placed at l4-5 and s1. All screws were monitored and all thresholds were above 10. The lowest threshold was the left l5 screw. The screw was removed and the hole was visualized .there was no evidence of penetration of pedicle. The screws were placed. Peek rods were then placed. They were slightly compressed at l4-5. Bone was decorticated and bmp with carrier was placed posterolaterally. A drain was placed. The fascia was re- approximated. Subcutaneous tissue was approximated. Skin edges were approximated with staples. The patient tolerated the procedure without difficulty. All counts were correct at the end of the case. The patient was extubated and transferred to recovery "

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.